Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient sample. The initial result was 9.47 ng/ml and was reported outside this laboratory to another laboratory. The other laboratory complained about the result, because it did not match the patient's previous results. The customer repeated the same sample on another cobas e602 on (B)(6) 2016 and the result was 0.359 ng/ml. The customer repeated the same sample on the original analyzer on (B)(6) 2016 and the result was 0.335 ng/ml. The patient was not adversely affected. The reagent lot number was 190244. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general analyzer, reagent, or calibrator issue was not indicated.